Manufacturer narrative:
We have not received the complaint device for investigation. However, we have observed the reported incident in the pictures that were provided to us by the customer. We observed particulates inside the secondary sterile packages (the particulate was not inside the inner-most sterile pouch). Upon receiving this complaint, we have also initiated an internal investigation. We have inspected all of the leveredge units that we have in the us warehouse and we found a similar issue in those inspected units as well. We found particulate fibers and black specs within the packaging. We found the products fail to meet the inspection criteria for the total quantity and size of particulate that was stated in the manufacturing document. We found out the cause of this issue are the two foam packaging inserts that are placed around the primary tyvek pouch. The foam may shed these particulates upon shaking or with friction. We have performed a health hazard analysis for this malfunction. There is no risk to the general population, however, the patients within an operating setting could be affected by the particulate contamination. Please note that these particulates are sterilized since the foam is packaged in the secondary packaging before sterilization. The particulates came from the sterilized foam inserts and they were not introduced inside the pouch secondary to sterilization. We do not have any reported incident of these particulates causing or contributing to any patient harm. On march 31, 2021, our risk assessment has determined the probability of serious adverse health consequences as the result of this malfunction to be remote. We are in the process of initiating a class ii recall. All of the units that we have in our inventory have been quarantined. Our recall coordinator has also separately notified FDA about this recall. We have received a total of (B)(4) complaints ((B)(4) complaint units) for leveredge particulate contamination in 2021. All of the complaints were reported from the same hospital. The above reported incident is the first incident of its kind. We have not received any other similar complaints from other hospitals. We have also reviewed the complaint database for the last 5 years (lifetime of this device). We have not received any reports of serious adverse event when using a leveredge contrast injector. As of today, the observed rate of occurrence of serious adverse event as the result of this malfunction is 0.00%.

Event description:
During pre-use check, the user observed particulate contamination inside the secondary sterile packaging of a leveredge contrast injector. The device was not used for the procedure. This is the second complaint we have received from this same hospital for this malfunction. Please note that we have already provided another MDR report (manufacturer report# 1220948-2021-00035) to FDA related to a similar incident that was reported to us by this hospital.